Event description:
Reportedly, a reintervention was performed two days after implantation due to intermittent capture failure. Physician suspected right ventricular lead dislodgement. During reintervention, intermittent capture was observed again, but the lead position checked by fluoroscopy was reportedly good. The pacemaker was disconnected from the lead and pacing was delivered via the analyzer. A threshold test was performed that did not reveal any loss of capture. According to the physician, no lead repositioning was necessary. A pacemaker issue was rather suspected. Therefore, it was replaced and returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.